Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") and genital haemorrhage ("bleeding") in a 32-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included fatigue. Concurrent conditions included chest tightness, panic attack, weakness, dizziness (felt dizzy episodes upon standing), bronchitis, leukocytosis, chest wall pain, upper abdominal discomfort, gastritis, bipolar affective disorder, pelvic discomfort, respiratory distress and left lower quadrant pain. On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("psychological or psychiatric problems depression"), anxiety ("psychological or psychiatric problems mental anguish") and fatigue ("fatigue"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)") and back pain ("lower back pain"). In (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal): uti"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant). The patient was treated with salbutamol (albuterol), montelukast (singulair), lamotrigine (lamictal), sertraline (zoloft), lorazepam and surgery (laparoscopically-assisted vaginal hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage and back pain had resolved and the urinary tract infection, anxiety and fatigue outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: confirmed essure device was successfully occluded concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, dysmenorrhea, menorrhagia, back pain, abdominal pain, urinary tract infection. Most recent follow-up information incorporated above includes: on 13-jul-2018: plaintiff fact sheet and medical record received. Reporter information. Other relevant history and lab data updated, indication female sterilization and removal date was added. Events: vaginal haemorrhage, urinary tract infection, depression, anxiety, fatigue, back pain, genital haemorrhage were newly added. Event outcome added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('bleeding') in a 32-year-old female patient who had essure (ess205) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included fatigue. Concurrent conditions included chest tightness, panic attack, weakness, dizziness (felt dizzy episodes upon standing), bronchitis, leukocytosis, chest wall pain, upper abdominal discomfort, gastritis, bipolar affective disorder, pelvic discomfort, respiratory distress, left lower quadrant pain and asthma. Concomitant products included ethinylestradiol;norgestimate (ortho tri-cyclen). On (B)(6) 2006, the patient had essure (ess205) inserted. In (B)(6) 2006, the patient experienced menorrhagia ("menorrhagia"), vaginal haemorrhage ("abnormal bleeding vaginal"), depression ("psychological or psychiatric problems depression"), anxiety ("psychological or psychiatric problems mental anguish") and fatigue ("fatigue"). In (B)(6) 2007, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)") and back pain ("lower back pain"). On (B)(6) 2010, the patient experienced urinary tract infection ("infection (bladder/urinary tract/vaginal): uti"), 3 years 9 months after insertion of essure (ess205). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and post procedural complication ("post procedural complication"). The patient was treated with lamotrigine (lamictal), lorazepam, montelukast sodium (singulair), salbutamol (albuterol), sertraline hydrochloride (zoloft) and surgery (laparoscopically-assisted vaginal hysterectomy). At the time of the report, the pelvic pain, genital haemorrhage, dysmenorrhoea, menorrhagia, vaginal haemorrhage and back pain had resolved and the urinary tract infection, anxiety, fatigue and post procedural complication outcome was unknown. The reporter considered anxiety, back pain, depression, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, pelvic pain, post procedural complication, urinary tract infection and vaginal haemorrhage to be related to essure (ess205). The reporter commented: patient received treatment for: menorrhagia. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: results: confirmed essure device was successfully occluded. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: fatigue, dysmenorrhea, menorrhagia, back pain, abdominal pain, urinary tract infection. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received- new event post procedural complication was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea") and menorrhagia ("menorrhagia"). The patient was treated with surgery (underwent laparoscopic hysterectomy due to complication from essure). At the time of the report, the pelvic pain, dysmenorrhoea and menorrhagia outcome was unknown. The reporter considered dysmenorrhoea, menorrhagia and pelvic pain to be related to essure (ess205). Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2006: confirmed essure device was successfully occluded. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.